Event description:
It was later reported that the hcp did due diligence with determining there was no issue with the drug and infusion system and that it was the patient's psychological issue with a demyelinating neurological disease progression that had manifested to a full blown ¿paranoid schizo¿ issue. Approx 2 weeks ago the patient had an anxiety attack and refused the catheter dye study. The patient was sent to the ER for treatment of the "melt down" issues but the patient refused all medical treatment and went home. A dye study was finally done and the system was confirmed as patent. Prior to the actual pump implant, the patient cleared a psychological evaluation. Since that time the patient had progressed to a state where he would possibly need to be weaned off of the it drugs until he can be treated for psychological issues. It was noted that this may be very hard to do because of insurance issues. It was later reported that the catheter dye study was performed on (B)(6) 2013. There was no indication of a device pump or catheter malfunctioning. The patient had reported that ¿it¿s not working¿, ¿I¿m not getting the drugs¿. It was noted that there was a prior hospitalization from previous catheter dye study as patient had exhibited psychological undertones in more severe forms.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing interference from fluorescent lighting, felt like current in the walls, veins hurt, and states he has lost his balance. The patient had fallen three times in the last week. The patient's partner threw him up against the wall a day or so ago and grabbed him by the collarbone and he was really sore and didn't know if that did something to his back. The patient had been feeling this interference for the last week intermittently. When the patient went by these appliances the light seemed to go brown (the patient was not sure if there was an electrical issue in the house). The patient unplugged things and he could still feel the current. It was noted that at the time of the report the patient was in a motel. The hcp had increased the setting two weeks ago. The patient wasn't happy about the care he was receiving. The patient had better relief on fentanyl lollipops and went from 8 boluses to 1 bolus every hour (this change was 4 months ago). The patient wasn't getting enough relief and didn't feel the sensation down his spine and his leg and would get a little woozy. The patient doesn't know how long it had been that he has been feeling interference because it had been so long. The patient requested a copy of his records so he could be better prepared. The patient indicated that the hcp reads the pump but he doesn't know what it says. A dye study was coming up and the patient was waiting for the hcp to call him. The patient states nothing was urgent for the hcp even though he had been complaining of it for two months. The patient has injuries and wants to get those checked out. The patient feels like the catheter has moved and doesn't feel like it's going in the spine at all. It was reported that the pump always moves and never stays in place and has dropped considerably. The patient has lost a lot of weight since implant. It was noted that at one point the hcp was going to do a mesh pocket. The hcp pokes the patient a lot of times even with the template. The hcp did check to see if it flipped. When the patient fell this week or last week it poked out and he took it and pushed it back in. The patient indicated that it was poking out almost sideways. The device system was used to deliver fentanyl and bupivacaine. It was later reported that the patient had a return of symptoms with increased baseline pain. Someone cut the patient's sprinkler line so they went over to it and as he stepped on the ground he was getting "an electrocuting shock at a low voltage. It was consuming my body." As the patient was walking around it, it was like he was feeling "an electric dog fence." Also "computers, wireless systems, anything like that was almost like a shocking feeling." The patient believed that this was what was triggering all of his symptoms. As the patient was walking around he "can almost feel exactly where it is coming from. I walked right out there." Referring to walking around by the sprinkler; "I never go out there." The patient thinks an "electrode" in his back was causing the pain, "I could feel it in my back." Pt felt the shocking mostly in his spine and it radiated out from there. The shocking was not at the battery site. The patient "just now developed scoliosis, so he didn't know if it was compressing on it." All of this happened at one time. The managing hcp has scheduled a myelogram, but the pt has had so much pain and the flu that he had to cancel the 'appt' yesterday. The hcp thinks it's a 'faulty pump." At times, the patient does not feel like he is getting any medication "like they're giving me a placebo' and other times he feels like 'I'm on overload." At the time of the call the patient felt that he was on overload. The patient reported that he doesn't know much about the pump and catheter "I figure the less I know the less likely I am to get phantom pain." The pain was at the catheter. Pt also stated "it started to make me feel crazy because no one else was feeling these shocks and I'm walking around like I'm touching live wire." The device system was used to deliver fentanyl and clonidine.

Manufacturer narrative:
(B)(4).